Event description:
It was reported that the patient presented to the cath lab experiencing st-elevated mi. The posterior lateral (pl) to the right coronary artery (rca) was totally occluded. Predilation was performed with a trek balloon and a linear dissection was noted at the distal margin of the dilated area. Also identified was an area of contrast extravasation considered to be a consequence of microperforation. A 3.0 x 23 mm xience v stent was delivered and deployed successfully. Angiography then demonstrated a new abnormality distal to the area of stent implantation. It became clear that a dissection had developed distally. A 3.0 x 15 mm xience stent was delivered into the bifurcation of the distal rca and posterolateral system to treat not only the dissection, but the ostial disease of the posterial descending artery (pda). Angiography revealed a patent rca and posterolateral system with contrast extravasation at the site of prior presumed microperforation. There also appeared to be an uncovered area of dissection between the previously stented areas and newly demonstrated extension of the dissection into the posterolateral trunk. There also appeared to be an edge dissection at the terminal margin of the distal stent as it entered the proximal portion of the pda. A second guide wire was then placed without difficulty through the distal right into the posterolateral system. Angiography then demonstrated slight worsening of the contrast extravasation and compromise flow into the posterolateral system. A 3.0 x 15 mm xience v stent was successfully delivered past the bifurcation of the distal rca, ultimately delivered into the proximal to mid portion of the posterolateral system.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Following stent deployment in the pl branch, there was a rupture of the posterolateral branch into the pericardium. At that point, pressers were re-started. A temporary pacemaker was placed. A 3.0 x 16 mm jostent covered stent was then attempted to be delivered to the distal rca; however, it would not cross. The stent was removed and a 3.5 x 15 mm trek balloon was advanced to the area of the perforation. A five minute inflation was performed; however, angiography demonstrated ongoing evidence of contrast extravasation into the pericardium and myocardium. The jostent was then delivered as far distally as well possible and deployed. Angiography continued to demonstrate a large perforation into the pericardial space. Attempts at pericardiocentesis were unsuccessful. The patient became more bradycardic. Resuscitative efforts, including placement of a balloon pump failed and the patient was pronounced dead. The two 3.0 x 15 mm xience v, the 3.0 x 23 mm xience v, and the 3.5 x 15 mm trek are being filed under separate medwatch MFR numbers. Guide wire: choice pt; guide cath: jr4; sheath: 6 french arterial and venous. The device was not returned for analysis. There was no note of any damage observed to the stent delivery system (sds) or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to the reported event. Additionally, it was noted that the posterior lateral (pl) to the right coronary artery (rca) was totally occluded, which may have contributed to the reported difficulties. In this case, the stent graft was still deployed despite the failure to advance, which may have contributed to the reported leak as it was not able to advance far enough to cover the dissection/perforation. The failure to advance is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all stent delivery systems are leak tested and visually inspected for catheter damage, stent/foil damage and proper stent placement online during the manufacturing process. A sampling of units is destructively tested to verify proper guiding catheter and guide wire movement. Due to the inherently serious and emergent use of the graftmaster device, the dissection/perforation itself and/or the failure to treat the dissection/perforation may have possibly resulted in the reported hemorrhage and death. Hemorrhage and death are listed in the rx graftmaster instructions for use (IFU) as known adverse events associated with coronary stenting procedures and is not necessarily an indication of a product quality deficiency. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, or accessory device support. Furthermore, failure to seal the perforation (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for failure to advance or failure to seal the perforation (leaks) from this lot, suggesting that there is no indication of a lot specific product quality deficiency. Based on the information received, the reported failure to advance and failure to seal the dissection/perforation appear to be related to circumstances of the procedure. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there does not appear to be any indication of a quality deficiency associated with the product.